Event description:
The trilogy evo ventilator was evaluated at the manufacturer's service center with the following findings: the reported issue of a service required alarm was not duplicated by an operational check performed. The error log was checked, and a record of e-043 was confirmed, indicating that the supply voltage from the alternating current (ac) power source deviated from the threshold. The ac power cord was inspected, and no failures such as disconnection or short circuit were confirmed. Functional testing was performed, and it was confirmed that all items passed testing. An internal inspection of the unit was performed, and no failures were confirmed. Although the cause could not be identified, it has been determined that a temporary failure occurred in the power supply section or the power control circuit. The system pca and power supply were replaced as a preventative measure. Although there was no patient harm or injury, this ventilator service required alarm event noted in the error log is reportable because the failure could affect the ability of the device to provide therapy to published specifications.